Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a problem with the bardex 14ch 10ml female length catheter. Catheter prevented the tubing from rubbing the groin area that has now ulcerated. As per follow up response received on 07dec2020, the customer noted that there was no problem with the device, and the patient developed a boil right where the catheter tube sit in groin area as it rubbed, the boil eventually got ulcerated. The patient was having medical treatment for ulceration, and the nurse advised to get a shorter catheter so there will be less tubing. Currently, the catheter tube was secured to patient's leg with a velcro strap to keep it away from the groin area. The patient had been using the catheter for about 25 years now, so the customer assumed that the patient developed the boil as it was just in the wrong place. The problem was occurring since september and the ulceration was not likely to heal quickly, and its proving to be slow to respond to treatment, when it did finally heal, steps will be taken to ensure that the tubing was kept away from that area.

Event description:
It was reported that there was a problem with the bardex 14ch 10ml female length catheter. Catheter prevented the tubing from rubbing the groin area that has now ulcerated. As per follow up response received on 07dec2020, the customer noted that there was no problem with the device, and the patient developed a boil right where the catheter tube sit in groin area as it rubbed, the boil eventually got ulcerated. The patient was having medical treatment for ulceration, and the nurse advised to get a shorter catheter so there will be less tubing. Currently, the catheter tube was secured to patient's leg with a velcro strap to keep it away from the groin area. The patient had been using the catheter for about 25 years now, so the customer assumed that the patient developed the boil as it was just in the wrong place. The problem was occurring since september and the ulceration was not likely to heal quickly, and its proving to be slow to respond to treatment, when it did finally heal, steps will be taken to ensure that the tubing was kept away from that area.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could related to hypersensitivity to latex, bacterial infection. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.